Event description:
The following was reported to hamiton medical ag: device is showing disconnection in the circuit error continuously. The device came before with the same issue, and it keeps happening again. The full test was performed multiple times with no sign of defects at all, but still the error keeps happening again when using on patient. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: device is showing disconnection in the circuit error continuously. The device came before with the same issue, and it keeps happening again. The full test was performed multiple times with no sign of defects at all, but still the error keeps happening again when using on patient. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Within the UDI-pi project, hamilton medical realized that the reported device (brand name: hamilton-s1; version / model / catalog number: 159005) in the present MDR is not fulfilling the criteria of similarity for a device marketed in the u.s., therefore this event is no longer considered reportable to FDA and no UDI-pi is going to be provided.